Event description:
It was reported the patient had a (B)(6) infection at the implantable neurostimulator (ins) site. It was stated the patient had the (B)(6) infection because they removed the staples themselves and took a shower. The patient picked at their incisions and did not show up for their follow up. It was unclear if the incisions, staples, and follow-up appointment related to the ins or to the pump they recently had implanted (see manufacturer report #3004209178-2013-10900). Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).